Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. Patient stated that they had a missed low because the receiver did not beep. Patient passed out, had a seizure, and broke her leg. Additionally, patient tested the receiver's audio function and it did not beep. No additional event or patient information was provided.